Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered a large correction when cgm readings rose to approximately 195 mg/dl, with the lowest reported cgm value of 67 mg/dl and an event duration of about five minutes; the user did not announce meals, reported slow digestion, had recent physical activity, received a low alert, treated with carbohydrates prior to the call, and expressed dissatisfaction with recurrent lows. Symptoms included low blood glucose without further symptom details provided. Outcomes included transient hypoglycemia without hospitalization. Investigation included internal review and outreach for additional information. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause in the context of system-driven correction dosing and user factors, with no device component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.